Event description:
The patient reportedly developed an infection at the implant site following device revision surgery. The patient is being treated for the infection. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.